Event description:
Pt had silastic implant in rt great toe for ten years. They realized deformity of right great toe. Silastic implant was explanted and titanium implant was reimplanted. Silastic implant deformity was seen and was sent to pathology.